Event description:
It was reported that during a lap cholecystectomy procedure, the device produced malformed staples on the initial firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.